Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant (right) and a 200cc mentor memorygel breast implant (left) experienced spontaneous right sided rupture and several unexplained systemic symptoms post procedure. Sinus infection, laryngitis, pain, a growing lump, the implant moving towards the armpit, insomnia, difficulty breathing, sweating, hot flashes, and a knot in the implant were noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2022-03922 for contralateral prosthesis report.